Event description:
It was noted that impedance was likely okay after this event and battery was okay. No further relevant information has been received to date.

Event description:
It was reported that the patient was admitted with increase in seizures. Information was then received that the patient was discharged. No further relevant information has been received to date